Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the chronic left ventricular lead had normal impedance with the chronic device, but when it was tested with the lead analyzer, the impedance was undefined and there was no capture - a possible fracture was suspected. The lead was tested with different analyzer cables and with different pacing pathways, but the issues persisted and the physician stated the lead may have been damaged as the chronic device was being removed from the pocket. The lead was turned off and not replaced. No patient complications have been reported as a result of this event.